Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia and contacted support; a trainer subsequently informed the patient that reports would be reviewed and a callback would follow, and the patient treated the low with oral glucose. Symptoms included low blood glucose. Outcomes included resolution with self-treatment. Investigation included review of available device data and user reports. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component failure was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.